Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). The lot# of the affected part was not confirmed. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c: natus drain broke at the stopcock. Noted as failure of the device to meet performance specifications or to perform as intended. Event 2/3.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 16 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). A review of (B)(4) medical device hazard analysis (rev 09), identifies the hazard situation as "4.33 unable to seal off flow in stopcock." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - natus drain broke at the stopcock. Noted as failure of the device to meet performance specifications or to perform as intended. Event 2/3.